Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 58/52 code r on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to pain, loosening and elevated metal ions. This is a bilateral patient. The right side is reported under (B)(4) (MFR 9613350-2015-01093).

Manufacturer narrative:
Additional information was received on october 30, 2015. It was discovered that two notifications were created for the same patient. The same event details and products were reported twice. This case is a duplicate from the original case (B)(4) with manufacturer report number 9613350-2015-01093. Please invalidate this case from your system as it is a duplicate from (B)(4). Zimmer (B)(4) will invalidate this case from the system. (B)(4).